Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 3:00 am, the patient reported that while in her bedroom, her sister was awakened by alert sounds originating from the dexcom g7 receiver. During the event, at some point it was reported that the cgm displayed a glucose reading of 146 mg/dl, while a bg meter reading was 67 mg/dl. Upon checking on the patient, her sister found her appearing to experience a seizure while in bed. The patient¿s nephew immediately contacted emergency services. Approximately 10 minutes later, ems arrived and evaluated the patient. The patient reported that ems attempted to establish intravenous access but was unsuccessful. Ems subsequently administered glucose gel. After a period of time, the patient regained consciousness. Ems then performed a fingerstick bg, which the patient recalled measured between 92¿96 mg/dl. Following evaluation, ems offered transport to the hospital; however, the patient declined further medical attention. It was noted that the patient was not connected to an insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.